Event description:
The clinician reported that almost 6 months after the dental implant and abutment were placed in ada site 31, non-osseointegration was verified in type iii bone. A bone graft was performed with bio-oss. Clinician noted bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate implant and immediate load were performed.

Event description:
The clinician reported that almost 6 months after the dental implant and abutment were placed in ada site 31, non-osseointegration was verified in type iii bone. A bone graft was performed with bio-oss. Clinician noted bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.